Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Bard composix kugal hernia patch was reported to be used/implanted during this procedure. The pt experienced stress incontinence, vaginal opening atrophy, and a vaginal tear on her right lateral side.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).